Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. Via visual observation and x-ray, the report of stenosis could be confirmed. As received, all three leaflets were slightly dehydrated. Heavy calcification was observed in the cusp areas of all three leaflets. Free margin of leaflet 1 exhibited minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 4mm. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Host tissue was minimal at both the stent inflow and stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approximately 2mm on the outflow aspect. Method: x-ray. Additional manufacturer narrative: based on device evaluation, calcification restricted mobility in the leaflets and led to stenosis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Root cause for reported stenosis was determined to be due to calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4)

Event description:
It was reported that a 21mm magna ease aortic valve was explanted after an implant duration of approximately 6 years and 7 months in a (B)(6) year-old female patient. The reason for explant was calcification leading to stenosis and regurgitation (leaflets not coapting properly). The patient was (B)(6) years old at the time of implant, but the surgeon considers it is an early failure. The explanted device was replaced with a non-edwards mechanical valve. Patient's outcome reported as discharged.

Manufacturer narrative:
Method, result, conclusion=device evaluation anticipated but not yet begun.